Manufacturer narrative:
Manufacturer's investigation conclusion: log files from the system controller (serial number: (B)(6)) were submitted for review in association with low flow alarms and a pump stop. The submitted fog files were reviewed, and there was no indication in the log files of an issue with the system controller. Multiple attempts were made to obtain additional event information, but no response was received. The reported event could not be correlated to an issue with the system controller. The device history records was reviewed and revealed no deviations from manufacturing or qa requirements. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away at home. The system controller was sent from the family. On interrogation, low flow alarms leading to eventual driveline disconnect. The event log file captured a gradual downward trend in the estimated flows starting (B)(6) 2025 at 0115 with baseline around 4lpm. Flows were noted to be between 2.4 and 2.5 lpm until 0221. When the flow dropped further to below 2.0lp< and over the next 40 minutes, the flow slowly trended down all the way to 0lpm. The driveline was disconnected 0n (B)(6) 2025 at 0435.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.